Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was increased capture threshold, a loss of capture, and high pacing lead impedance (pli) noted on the right ventricular (rv) lead. Diagnostic imaging was performed, and the lead appeared to be in the original position and no anomalies were noted. The lead was capped and replaced and the patient was stable with no consequences.